Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated the device charged twice, but not a third time when needed. The sync system was being used, but didn't work. The customer stated the pt survived.